Event description:
It was reported the bronchovideoscope had an image blackout the issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported issue could not be confirmed. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.